Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted concerns of a subclinical infection. It was reported that the patient experienced severe pain, infections and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a1, a2, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced abdominal wall abscess following the procedure.